Event description:
The customer contacted physio-control to report that their device would not detect the defibrillation therapy cable. It was observed that with multiple defibrillation therapy cables, the device prompted the end user to ¿connect cable¿ even though a cable was properly connected to the device. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
It was later confirmed by the customer that the therapy connector assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy connector assembly was returned to physio-control for evaluation.